Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an "error message". Customer cleared the message and insulin delivery was resumed. Customer could not recall the exact date of the event. Customer reviewed pump history with tandem technical support (cts) and no errors were identified. Cts reviewed pump data and pump was found to be functioning as intended. There was no reported impact to customer's blood glucose.